Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Caller wanted to call in and document a high bg which caused her to go to the hospital. Caller also wanted to document that she has missed a total of 3 days at work. Customer declined t/s for the pump. Caller stated that she has lost 30lbs. Bg at time of emergency room visit was: 490.